Event description:
It was reported that the atrial and ventricular leads had dislodged, due to twiddlers syndrome. The leads were explanted and replaced.

Manufacturer narrative:
No medwatch form was received.